Event description:
It was reported that the atrial lead had a malfunction, the left ventricular lead had a "rough surface" due to three separate insulation breaks, and the right ventricular lead experienced high impedance and triggered a patient alert. It was also reported that the right ventricular lead was suspected to be failing, and heme was noted in the left ventricular lead. All three leads were explanted and replaced. During the replacement procedure, the physician noted that the patient was fully occluded on the left side. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device with model number 6949 is part of the advisory for this model.